Event description:
The local in-house tech called elekta after the following events had occurred: while cycling power on generator to troubleshoot a generator problem, a fuse was blown. After fault finding and restarting the generator, after 10 seconds a fire started in the area of the input rectifier pcb. The small fire did extensive damage to the input rectifier board, igbt assembly, drac control card, drac interface card and various cables. The generator is housed in the equipment room behind the linear accelerator treatment room. There were no pts involved and no health consequences.

Manufacturer narrative:
There have been no reported incidents involving pt, user or other personnel injury. The investigation and risk analysis is work in progress, it is possible that the fault finding techniques used by the in-house engineer may have contributed to the incident. This report has been made on the basis that a fire occurred. The damaged generator was replaced at site. The new generator (B)(4) was installed on friday (B)(6) and has been used clinically since (B)(6) 2011. Elekta is working in co-operation with the generator MFR to consider corrective actions to reduce component failures. If applicable, users will be informed of any corrective action by an important notice.